Manufacturer narrative:
We have received an open pouch with an unopened ampoule with leakage signs. The ampoule has been optically evaluated and has a crack at the base of the neck of the ampoule as can be seen in the enclosed picture. Reviewed the batch manufacturing records of this product, deviations on the data transfer in the system are found, which were considered uncritical. Taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. We opened a corrective and preventive action (B)(4) in order to determine the root cause of this defect and actions.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported by the healthcare professional to the company sales representative "crystal formed when package was open; and it was unused." There was no patient impact.